Manufacturer narrative:
The pleora for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the pleora was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pleora has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while reviewing the error log for the imaging system, there was a frame rate error message observed in relation to the pleora. No additional information was provided. There was no patient present when this issue was identified.